Manufacturer narrative:
Investigation is not completed. Surgical intervention was not required. This report will be amended when the investigation is completed.

Event description:
Allegedly does not operate (broken). No surgical intervention performed. No patient issue.